Event description:
The customer observed a falsely elevated potassium result generated on an alinity c processing module for one patient. Sid 39131 initial result = 7.5 mmol/l, repeat result = 4.7 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On (B)(6) 2022, service inspected the instrument and observed worn 1 ml syringes and ict pinch tubing. Service resolved the issue by replacing the worn parts. On 02-march-2022, service returned to the account due to another discrepant potassium result. Service replaced the ict to preamp cable after noticing discrepancies in mv readings when comparing erroneous result to normal repeat result. The instrument service history review revealed one additional complaint that may be associated with the current complaint. Trending review did not identify any trends or systemic issues for the instrument parts. A review of the product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue associated with this ticket. A review of historical data did not identify any non-conformances or potential non-conformances related to the parts associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.